Event description:
A peritoneal dialysis (pd) clinic registered nurse (rn) stated when she went to turn on a cycler the power cord connection at the cycler was loose and the cycler wouldn¿t power on, and when she attempted to wiggle the plug she observed a spark from the cycler. The pdrn stated the patient was not yet connected to the machine and confirmed there was no patient involvement and the issue had occurred with a clinic cycler and confirmed there was no issue with overfill and no injury occurred. Per pdrn there was no issue with reported smoke or flames.

Manufacturer narrative:
Corrected: operator of device: health care professional. Corrected occupation: health care professional. Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed sign of physical damage. The left corner of the tray touch the top cover cabinet. During the first simulated treatment at dwell phase 1 and phase 4, ¿ls07 - m65 scale reading error warning¿ occurred. After adjusting the position of the load cell bracket the simulated treatment was performed and completed without any failures or problems. After adjusting the position of the load cell bracket the load cell value and verification was within tolerance. The left corner of the tray touch the top cover cabinet. The system air leak test and voltage check passed. After adjusting the position of the load cell bracket the load cell value and verification was within tolerance. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) clinic registered nurse (rn) stated when she went to turn on a cycler the power cord connection at the cycler was loose and the cycler wouldn¿t power on, and when she attempted to wiggle the plug she observed a spark from the cycler. The pdrn stated the patient was not yet connected to the machine and confirmed there was no patient involvement and the issue had occurred with a clinic cycler and confirmed there was no issue with overfill and no injury occurred. Per pdrn there was no issue with reported smoke or flames.